Event description:
Procedure: lap sleeve gastroctomy. Reportedly, when the device was fired across the antrum halfway through the staple firing, the handle "cracked." The surgeon stopped firing, removed the stapler and used another reload to continue the procedure. The surgeon found intermittent malformed staples which were left in place. Therefore, the surgeon oversewed the staple line as a precaution. Approximately 1/2 hour or longer was added to the procedure due to the oversewing. Seam guard was used on all firings. Surgeon also stated the patient had very thick stomach tissue.